Manufacturer narrative:
The reported complaint could not be confirmed. During laboratory evaluation, there were no observed signs of noise or signal fluctuation during testing. The roller pump was moved to the service center where the complaint was also not duplicated. Preventative maintenance was performed and the unit performed to the manufacturer's specifications. No additional action will be taken at this time.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the arterial roller pump was picking up artifacts from the electrocardiogram (ECG). The device was not changed out, as they continued to use for the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the pt. Per the clinical summary on 05/17/2015: this is a known phenomenon with all roller pumps, and is seen more often during the cooler and lower humidity times of the year. As roller pumps squeeze plastic tubing, a piezoelectric charge is generated and this charge can be transmitted in the perfusion circuit of the pt. This charge travels in the fluid path of the tubing circuit and can appear as interference of the ECG waveform. This has been widely published and discussed in the literature, and this has not been attributed to any harm of the pt. It is a nuisance though, as it does cause interference in the ECG tracings for the pt. It is sometime due to poor or dry ECG electrodes and or poor technique in preparing the skin prior to ECG pad placement, and also due to damage ECG leads and cables. Some clinicians have been able to minimize the interference by applying lubricant to the tubing in the pump raceway. Using new ECG pads, leads, and/or cables have also been of assistance. ECG interference has no impact on the ability of the pump or perfusion sys to provide indicated functionality. This did not delay the procedure and the procedure was completed successfully, without associated blood loss. No harm was observed.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. This complaint is related to MDR #1828100-2015-00454. The user facility's biomedical engineer (biomed) did check the ECG pads and red dots state they are have not expired. The biomed checked electrical on ECG monitor, everything passed and appears normal. The operating room ste is equipped with a line isolation monitor (lim). The field svc rep (fsr) is recommending a loaner be sent and suspect units be returned to the MFR for further eval.